Event description:
User facility medwatch report received that states: "after getting access in the vessel w/sheath, the physician attempted to pre-perclose and it failed 3 times. All product are the same lot number."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers. Attachment: medwatch report #5000510000-2023-8088.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. This complaint is a duplicate of (B)(4) this duplicate was found after the initial reports for these complaints were filed. H6: medical device problem code 3190 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an electrophysiology (ep) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.